Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a pump alarmed "communication error:" and stopped during an unspecified infusion. Corrosion was noted on the iuis. The pumps were replaced and the infusion continued without incident. There was no harm to the patient.

Manufacturer narrative:
Correction on initial report.